Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal event. Review of the device data identified an out of range shock impedance measurement of 0 ohms and elevated right ventricular (rv) threshold measurements. A boston scientific technical services consultant explained the potential reasons for the out of range measurements and recommended further troubleshooting. Recent shock impedance measurements have been in the 40 ohms range. The patient was checked one day after this call and stable shock impedance measurements were produced. No root cause of the syncopal event was not determined. No additional adverse patient effects were reported.